Manufacturer narrative:
The device was disposed in the hospital.

Event description:
Following a mechanical thrombectomy with use of the subject retriever to treat an occlusion of the right m1 middle cerebral artery (mca) with the subject retriever, angioplasty was performed with a non-stryker device. After the procedure, a CT scan confirmed an asymptomatic subarachnoid hemorrhage (sah). Medical treatment (not specified) was performed to lower the patient's blood pressure. However, the patient developed edema with consequent brain herniation and three (3) days post procedure died.

Manufacturer narrative:
Correction: updated lot number. The device history record review was unable to be performed as the reported lot number (628) of the device does not match any of the manufacturer's lot numbers for this device. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Patient hemorrhage, stroke, complications and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Following a mechanical thrombectomy with use of the subject retriever to treat an occlusion of the right m1 middle cerebral artery (mca) with the subject retriever, angioplasty was performed with a non-stryker device. After the procedure, a CT scan confirmed an asymptomatic subarachnoid hemorrhage (sah). Medical treatment (not specified) was performed to lower the patient's blood pressure. However, the patient developed edema with consequent brain herniation and three (3) days post procedure died.